Manufacturer narrative:
H3: analysis of the recharger, model: 97755, s/n: (B)(6), revealed no anomalies were visually observed, no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) b3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) believed they needed a new controller battery because starting about 3 weeks ago when they would recharge the implantable neurostimulator (ins) it would not read it until they reset the controller and when they did they had to reset the date and time; and then it would take them 5 minutes before they see it. Pt mentioned a year ago or so the manufacturer representative (rep) told them to reset the controller and it fixed their issue then. When asked to clarify the pt said they would have to go through a screen that said they need to find the proper number where it gave a different percentages where its located (agent understood it was position the recharger where you get the highest number screen). During call agent asked pt to examine the recharger (rtm) and the pt noted before the rtm cord going into the antenna got extremely got. It was difficult to start charging ins. The issue was not resolved. A request was sent to the repair department to replace the rtm.